Manufacturer narrative:
The tech could not raise the head of the bed manually. After inspecting hoses and cylinders for leaks and checking the voltage at the head up coil, the tech replaced the head up valve solenoid to repair the bed.

Event description:
Info received indicates the bed has no head up function.